Event description:
Patient was implanted with 3.5mm lcp anterolateral distal tibia plate and screw construct on (B)(6) 2012. Patient developed possible infection at implant site. Surgeon opted to return patient to operating room on (B)(6) 2012 for removal of all hardware. It is reported patient has possible malunion. No further information is available. This is 1 of 11 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.